Manufacturer narrative:
The explanted device was returned for analysis.

Event description:
Boston scientific crm received information that the patient implanted with this device passed away due to sudden death, dilated cardiomyopathy and subacute bacterial endocarditis. The patient was (B)(6) male. No allegations against the functioning of the device were reported at the time of death. New information received that five years after the patient's death, the patient's family alleged that the device caused/contributed to the patient's death by not delivering critical therapy at the time of death.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device, which had been explanted 8+ years earlier, could not be interrogated due to low battery status. The device casing was opened and a power source was connected to the device. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.